Manufacturer narrative:
Device evaluated by MFR: the box was received with the closure strip torn open. Inside was the opened pouch. Inside the pouch was the device inserted through the protective coil tubing. Clearly visible through the pouch was a hair or fibre wrapped around the coil tubing. The hair/fibre was removed using a snips. A microscopic examination of the foreign material confirmed that it was a human hair follicle, as there was a root at one end. There was no evidence that the device was ever used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that presence of foreign matter in the package was noted. A 6.0 x60,135cm charger balloon catheter was selected for dilatation. However, during unpacking, a hair was noted inside the sterile pouch. The device was not used and the procedure was completed with another 6.0 x 60 charger balloon catheter without difficulty. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that presence of foreign matter in the package was noted. A 6.0 x60,135cm charger balloon catheter was selected for dilatation. However, during unpacking, a hair was noted inside the sterile pouch. The device was not used and the procedure was completed with another 6.0 x 60 charger balloon catheter without difficulty. No patient complications were reported and the patient's status was fine.